Event description:
Client reported experiencing two battery jumps within a 15-day period. No specific blood glucose impact was detailed, so there was no adverse impact to the customer's blood glucose level. It was confirmed by the customer that the pump would not be returned, and no further action was indicated.